Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-05162. It was reported, the pt underwent a trial procedure on (B)(6) 2013. Post-op, the pt experienced pain that would not subside. As a result, the leads were removed. Removing the leads resolved the pain. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.